Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller.". This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during smr-upgrade - step "preliminary test procedure": missing the black rubber cap from the data connection port. Controller was exchanged and patient tolerated the process well. No effect on the patient. Investigation is ongoing.

Manufacturer narrative:
The reported event of a missing black rubber cap from the serial port was confirmed on (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to a missing serial port cap. The most likely root cause of the reported event can be attributed to mishandling of the controller. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Con180645 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the device was not returned for evaluation. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.